Event description:
While implanting the implant, it fractured while being impacted. The device was removed. A second device of the same type was attempted and it also fractured. The surgery was then successfully completed with a third but different device.